Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to register their account. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse was unable to access the device. A technical support specialist (tss) dialed into the server and station and verified that the user was added to correct arear and role. Tss also verified the login activities report, global group, application logs and identified an authentication error. Tss mailed the user to request the hospital information technology to change or rest the password as the username and password were invalid. The system functioned as intended after the technical support specialist troubleshot the device.